Manufacturer narrative:
Reporting address line 1: (B)(6). Reporting address line 2: reporting address postal:

Event description:
It was reported to philips that the package was damage at arrival, defective on devices to be confirmed. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.